Event description:
It was reported that during a breast biopsy, the green cable on the holster had a crack in it. There was no pt consequence reported. During troubleshooting, the probe was removed. Case was completed using the st holster.